Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were inappropriate mode switches noticed on atrial tachycardia/atrial fibrillation (at/af) episodes over last several months and oversensing when patient reached their left arm across their body to the right side. The ra lead was reprogrammed and turned off. No patient complications have been reported as a result of this event.